Manufacturer narrative:
D4 - UDI no. - not required to be registered with the FDA. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the tr band failed to inflate during a procedure. Follow up communication with the user facility confirmed the following information: the tr band was checked prior to use and inflated satisfactory to 15 mls; the device was put on the patient and inflated; the tr band failed to inflate; the patient received a hematoma; and another tr band was used without issue.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies. The tr band was leak-tested. A leak was found at the air injection port. When the air injection port was plugged no air leak was observed in any part of the actual sample. The one-way valve was disassembled for further inspection. A transparent foreign substance was found. Qualitative analysis of the foreign substance had a peak which was very similar to that of the nylon used to made the adjustable fastener of this product. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely that the actual tr band sample became deteriorated in its air-tightness performance due to a foreign substance which had gotten into the air injection port of the one-way valve and caught in the air-sealing area between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.